Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: there was one replace battery alarm and low battery warning on 12/20/2014 due to normal battery wear; there was no evidence of short battery life observed. An ¿ez-prime¿ sequence was performed correctly with no errors, alarms or warnings during the investigation. Current electrical draws were found within specifications. The pump¿s cover was removed and no intermittent condition was found internally. Unrelated to the original complaint, the display contrast was dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).